Event description:
This event was captured based on literature review, the use of the "preclosure" technique for antegrade aspiration thrombectomy with large catheters in acute limb ischemia. This study was designed to assess retrospectively short and mid-term outcomes of the use of a suture-mediated closure device to close the antegrade access in patients undergoing percutaneous aspiration thrombectomy with large catheters for acute leg ischemia. Duplex ultrasound revealed on false aneurysm. At the puncture site, the common femoral artery was ectatic and showed mild calcification. A 10f sheath had been used for the patient. Ultrasound-guided compression therapy was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as date of electronic publication, (B)(6) 2012. The perclose proglide instructions for use state under, special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.